Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a skin revision surgery in order to reconstruct the skin flap on (B)(6) 2022. Subsequently, the patient was also treated with antibiotic irrigation during the same procedure. This report is submitted on february 05, 2023.